Event description:
The surgeon attempted to implant a silicone lens but it tore during insertion and was removed. The surgeon enlarged the incision from 3.0mm to 3.5mm. Sutures were not requried. The surgeon will be contacted in 1 month for best-corrected visual acuity.